Event description:
It was reported that the right ventricular lead was attempted to be repositioned due to elevated thresholds. During the reposition attempt, the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood in/on the helix mechanism (sleevehead), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage. The analyst noted that the lead was returned with the helix fully extended. The helix could not be extended or retracted due to distal conductor distortion within the connector.